Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure, as the coil was advanced through the microcatheter, friction was experienced. The physician attempted to advance the coil ¿a couple¿ times, but was unable to advance the coil. When the physician attempted to reposition the microcatheter and pull the coil back into the microcatheter, the delivery wire separated from the coil. The physician was able to successfully remove the coil and microcatheter from the patient. There were no clinical consequences to the patient. In the physician¿s opinion, the coil likely became hung up on previously placed coils (non-stryker) in the procedure.

Event description:
It was reported that during procedure, as the coil was advanced through the microcatheter, friction was experienced. The physician attempted to advance the coil ¿a couple¿ times, but was unable to advance the coil. When the physician attempted to reposition the microcatheter and pull the coil back into the microcatheter, the delivery wire separated from the coil. The physician was able to successfully remove the coil and microcatheter from the patient. There were no clinical consequences to the patient. In the physician¿s opinion, the coil likely became hung up on previously placed coils (non-stryker) in the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the coil was returned inside of the microcatheter used during procedure with the main coil protruding from the distal end of the microcatheter. The proximal contact was kinked. Friction was noted when the delivery wire was removed from the microcatheter. There was a significant amount of blood noted on the delivery wire. The main coil was noted to be kinked and had a significant amount of blood on it. The main coil was noted to be broken off of the delivery wire. Additional information received indicated that the physician repositioned the device several times and friction was experienced while repositioning. It is likely that the repositioning of the device resulted in the reported event. Therefore a cause of operational context has been assigned to this complaint.